Manufacturer narrative:
H6: problem code 1069 captures the reportable event of fiber broke. H10: investigation result one flexiva 200 laser fiber was returned in one continuous piece. The piece measured approximately 317.7 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appears unused. Examination under magnification confirmed that the tip was unused. Visual examination revealed no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on january 10, 2019 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser body broke after ten to fifteen seconds of use. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the laser body broke after ten to fifteen seconds of use. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.